Event description:
A consumer reported following a cataract extraction procedure with an intraocular lens, the patient had floaters but went away va 20/40. Went to surgeon and the following day he states he had to seek emergency care for loss of vision. Went to emergency room and was told he had a stroke in his left eye and needed to see retinal specialist. Has loss of central vision. Consumer feels his iol has caused this problem. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter¿s social media post did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The file was opened from a comment made on social media. Not enough information was provided from the account for further investigation. Information was provided that an company representative messaged the consumer on social media urging the patient to follow up with a doctor and asking them to contact company. A response was received but the patient was not able to provide a serial number for his lens. The manufacturer internal reference number is: (B)(4).